Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Comparison test taken back-to-back within 10 minutes; 6:20am - 3.8mmol/l, 6:22am - 8.5mmol/l. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.